Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2017 with the following findings: the pump was returned with all of the buttons responding properly; the original complaint could not be duplicated or confirmed. There was no physical damage to the keypad. The keypad was removed and no contamination was found. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.